Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Half of tampon ripped out, stuck inside body - vagina [foreign body in reproductive tract], when taking out tampon, half of it ripped out and got stuck [complication of device removal], half of tampon ripped out [device breakage]. Case description: consumer contacted via e-mail and stated that when she was taking out her tampon, half of it ripped out and got stuck inside of her body. No serious injury was reported.